Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/16/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: c22 - photo analysis. H6 component code: g07002 no device problem found. Additional information: h6. H3 investigational summary: this is an analysis of a photo submitted to ethicon for evaluation. During the visual analysis the following was observed: the photos shows one foil with sxmp1b409 product codes, the lot #101cqg, expiration date 2026-05-31, packaging information. The artwork printed on the packaging was reviewed and compared with authentic package artwork and did match comply with j&j standard. As part of ethicon's quality process, all devices are manufactured, inspected and released to approved specifications. Additional monitoring of complaint information for potential safety signals is conducted through complaint trends as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure in 2025 and barbed suture was used. Before use on the patient, the date of manufacture in nf or physical of the product is not specified. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - could you please confirm if the vendor is authorized by jnj? - how was the product purchased? - is there an indication of how the product was distributed? - was the device used on a patient? If so, was there any patient consequence? - could you kindly perform the follow-up attempt for the product return? Please ensure that the shipment tracking number is provided. - please provide the source or name of person providing answers to follow-up questions: